Event description:
Reporter indicated high lead impedance; 10,000 ohms was noted for a vns patient on (B)(6) 2012. It is believed the patient may have a lead fracture. Surgery to replace the lead is planned, but it is not clear if this may have already occurred on (B)(6) 2012. The patient was initially implanted with the vns on (B)(6) 2012, and diagnostics at the surgery were within normal limits per the reporter. Attempts for further information are in progress. .

Manufacturer narrative:
Device failure is susepcted, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the patient had exploratory surgery performed on (B)(6) 2012. Fibrous tissue was noted at the lead connection to the generator. A lead fracture was not noted. The fibrosis was cleaned off, and subsequent vns diagnostics were performed which resulted in 3300 ohms. The vns was also programmed on to 0.25ma. No devices were explanted. Vns programming history was also received which indicated high lead impedance was first noted on (B)(6) 2012.